Event description:
Additional information: litigation papers allege the patient suffered pain and hospitalization as well as excessive levels of chromium and cobalt blood levels. Papers also allege acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, and unnecessary additional surgeries.

Manufacturer narrative:
Added/corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a massive pseudotumor, metallosis, and slight corrosion around the taper.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.